Manufacturer narrative:
The device associated with this report was not returned. Review of supplied x-rays confirmed a portion of the reported fractured stem is lodged in the adapter. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The root cause of the event cannot be conclusively determined with information provided. The investigation did not identify any product contribution to the reported event. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update - 8/24/2016 medical records received. After review of the medical records for MDR reportability the primary surgery notes reported right supracondylar femoral fracture nonunion, failed right total knee replacement. The revision surgery notes reported a catastrophic failure of right femur mega-prosthesis with fracture of the femoral component. There is no new additional information that would affect the existing investigation. Updated the lps and stem's mfg and expiration dates.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient got up from a chair and felt immediate pain in his leg. On xray, it appears that the femoral sleeve and stem junction broke. Patient is scheduled for revision on (B)(6) 2012.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.